Event description:
Electrode was tested and deemed reuseable 3/31/99 when the pt underwent replacement of implanted cardiac defibrillator generator. On 6/19/00 first noted sensing problems with the electrode. Medtronic advised that an insulation failure was most likely developing. Increased sensing problems required system replacement. The electrode was not explanted but was left in place and abandoned.